Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 40mm distal of the proximal markerband. The distal section of the balloon material had been pushed distally towards the tip of the device. This type of damage potentially occurred when the device was being withdrawn through the sheath. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with the device encountering resistance when crossing the lesion. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.